Event description:
The customer reported that it seems insulin was leaking. The customer is blind and she would like to use the insulin pump to fill the tubing. The blood glucose reading was 118mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.